Event description:
The hcp reported the patient was experiencing no spasticity relief and insomnia. The pump was explanted after an implant duration of 20 months due to baclofen "not working" in spite of the dose being adjusted many times - last lioreal 2000mcg/ml at daily dose of 120mcg. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.